Event description:
It was reported by service report that the zoom handles blinking different colors and zoom drive is intermittent. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation: load cell.